Event description:
Original permanent pacer placed in 1976. In 1981 or 1992, experienced a lead problem and had a permanent unit placed. In 1992, due to symptoms of pacer syndrome, the unit was revised to another unit utilizing the old endocardial ventricular lead and a new unipolar lead. Due to symptoms, recent exam in a pacer clinic showed that she had an atrial lead fracture and pacer was programed to vvi-r mode. Pacemaker syndrome continued necessitating a new atrial lead placement to remedy the situation. Visual exam shows cut lead.